Event description:
The initial reporter stated they received questionable results for two samples from the same patient tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The second sample also had questionable values when tested on a second e411 analyzer (serial number (B)(4)). The sample results were reported outside of the laboratory and the physician questioned them since they did not match the clinical condition of the patient. The patient's follicle was getting bigger at 17 mm. And the endometrium was getting thicker. The physician assumed an estradiol value between 80 and 100 pg/ml. The first sample resulted in an estradiol value of 52.16 pg/ml when tested on the customer's e411 analyzer (serial number (B)(4)). The second sample initially resulted in an estradiol value of < 5.0 pg/ml when tested on the customer's e411 analyzer on (B)(6) 2021. The field service engineer checked the customer's e411 analyzer and then the sample was repeated on it, resulting in a value of 5.04 pg/ml. This sample was provided for investigation, where it was tested on a second e411 analyzer (serial number (B)(4)) on (B)(6) 2021, resulting in a value of 11.39 pg/ml. The sample was also repeated three times on the second e411 analyzer on (B)(6) 2021, resulting in values of 8.73 pg/ml, 5.26 pg/ml, and < 5.00 pg/ml. The sample was repeated using the lc-ms/ms method, resulting in a value of 11.9 pg/ml.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.